Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, it was reported that patient experienced an infection, scabbing and inflammation over the implant site (date not reported).

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced an extrusion of the device (specific date not reported).